Manufacturer narrative:
This report is submitted on june 22, 2020.

Event description:
Per the clinic, it was reported that the patient experienced recurrent facial nerve stimulation with device use. Subsequently, the device was explanted on (B)(6) 2020, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on 26 august 2020. Attachment: [174501-dar.pdf]